Event description:
On (B) (6) 2010, a pt death was reported to cormatrix cardiovascular. The physician stated that this was a very high risk pediatric case who had severe, complex heart defects. The pt was diagnosed with williams syndrome, severe supravalvular aortic stenosis and severe supravalvular pulmonary stenosis. On (B) (6) 2009, the pt underwent a brom aortoplasty and a pulmonary angioplasty. The cormatrix ecm was used for pulmonary artery reconstruction. The pt died seven days later ((B) (6) 2009) due to myocardial ischemia. The cormatrix ecm for cardiac tissue repair product was not returned to cormatrix for investigation. It could not be determined whether the cormatrix ecm contributed to the pt's death. As the physician stated, the pediatric pt had very severe heart defects.